Event description:
Extractor¿ pro rx-s retrieval balloon catheter would not inflate when inserted into the biliary system of the patient. A new device obtained and procedure continued without further incident. No harm to patient.